Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. Therefore, her blood glucose level was 360 mg/dl at the time of the event. The infusion had been used for twelve hours to one day. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.